Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
This pi is for the revision of the primary stryker implants on (B)(6) 2019. Patient had a competitor nail in her left femur which was revised to a stryker total hip with robot navigation on (B)(6) 2019. On (B)(6) 2019, it was discovered that the patient's acetabulum had fractured at the posterior wall and posterior column. On 14/august/2019, the surgeon revised the shell, 36d 0° poly liner, and biolox 36 +0 head to a new shell with an adm/ mdm liner construct and another femoral head. Rep confirmed there are no allegations against the liner or femoral head. The restoration modular 23 +0 body had been removed to access the patient's acetabulum, and re-implanted. Possible cause or time of fracture are unknown (or whether it was pre- or post- mako procedure), but during the implantation 12/august/2019, the surgeon reported that the shell felt "incredibly stable" and saw no need to implant supplemental screws.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. Device not returned.

Event description:
This pi is for the revision of the primary stryker implants on (B)(6) 2019. Patient had a competitor nail in her left femur which was revised to a stryker total hip with robot navigation on (B)(6) 2019. On (B)(6) 2019, it was discovered that the patient's acetabulum had fractured at the posterior wall and posterior column. On (B)(6) 2019, the surgeon revised the shell, 36d 0° poly liner, and biolox 36 +0 head to a new shell with an adm/ mdm liner construct and another femoral head. Rep confirmed there are no allegations against the liner or femoral head. The restoration modular 23 +0 body had been removed to access the patient's acetabulum, and re-implanted. Possible cause or time of fracture are unknown (or whether it was pre- or post- mako procedure), but during the implantation (B)(6) 2019, the surgeon reported that the shell felt "incredibly stable" and saw no need to implant supplemental screws.